Event description:
It was reported to boston scientific corporation on (B)(6), 2018 that a flexiva ID 200 laser fiber was used in a ureteroscopy with laser lithotripsy procedure performed on (B)(6) 2018. According to the complainant, during procedure, one third of the length from the tip of the laser fiber was noted to broken upon removal from the plastic tubing. The procedure was completed with another flexiva ID 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
Investigation result: the fiber was returned broken into two pieces, confirming the complaint. The first piece measured approximately 114.6 cm from the top of the connector to the break. The second piece measured approximately 181.3 cm from the break to the break. The remainder of the fiber, including the distal tip, was not returned. The cause code for this event is manufacturing deficiency. Therefore, a review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A review of the device history record (DHR) was performed and no deviations were found.

Manufacturer narrative:
Problem code (B)(4) captures the reportable event of fiber broken. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2018, that a flexiva ID 200 laser fiber was used in a ureteroscopy with laser lithotripsy procedure performed on (B)(6) 2018. According to the complainant, during procedure, one third of the length from the tip of the laser fiber was noted to broken upon removal from the plastic tubing. The procedure was completed with another flexiva ID 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.